Event description:
Related manufacturer reference number: 2017865-2021-34911. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead failed to capture. A fluoroscopic review confirmed that the ra lead was dislodged. The patient was asymptomatic to this event. Upon trying to reposition the ra lead, the physician had difficulties extending the helix. The ra lead was explanted and replaced. The patient was stable throughout that procedure. During a follow-up the day after the initial procedure, it was discovered that the newly implanted ra lead caused pericardial tamponade. A pericardiocentesis procedure was performed and the ra lead was repositioned successfully on (B)(6) 2021. The patient was stable throughout this procedure as well.